Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Reportedly, there is also an intermittent "water drop" sound, however this was also present without using the processor. Therefore, it is assumed that an undetermined device unrelated medical reason led to the experienced symptom. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was initially reported that the recipient had not worn the audio processor since the end of february 2019 due to a "buzzing" sound. This occurred with the primary and back-up processor. In the 3-4 months before the buzzing sound presented, the sound with the device got gradually softer and softer. There is also an intermittent "water drop" sound with and without use of the processor. There was no report of a trauma or changes in health or medication. The recipient was re-implanted on (B)(6) 2019.

Event description:
The recipient has not worn the audio processor for the last month (since the end of february 2019) due to a "buzzing" sound. This occurs with the primary and back-up processor. In the 3-4 months before the buzzing sound presented, the sound with the device got gradually softer and softer. There is also an intermittent "water drop" sound with and without the processor. There has been no report of a trauma or changes in health or medication.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned to take place at the end of june 2019.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has not worn the audio processor for the last month (since the end of (B)(6) 2019) due to a "buzzing" sound. This occurs with the primary and back-up processor. In the 3-4 months before the buzzing sound presented, the sound with the device got gradually softer and softer. There is also an intermittent "water drop" sound with and without the processor. There has been no report of a trauma or changes in health or medication.